Manufacturer narrative:
The customer's test strips were returned for investigation. The test strips and vial did not appear to show any defects. The returned test strips were measured with the relevant retention test strips (lot 121346) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Results: donor 1: master lot strips with reference meter: 2.3 inr. Customer strips with reference meter: 2.3 inr. Donor 2: master lot strips with reference meter: 2.2 inr. Customer strips with reference meter: 2.2 inr. The maximum difference between measurements with the same blood sample was 0.0 inr. The returned customer material and the retention material are within specifications.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received questionable results for two patients tested with a coaguchek xs meter when compared to results from an unknown laboratory method. The meter serial number was requested but not provided. The customer then measured 2 fingerstick samples collected from the customer himself/herself on the meter. Measurements were obtained from samples collected within seven hours of each other. The first meter measurement was 1.9 inr and the second meter measurement was 0.9 inr. There was no allegation of an adverse event. The customer's product was requested for investigation. The customer agreed to send the test strips, but refused to send the meter. Relevant retention test strips (lot 121346) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were within specifications.